Event description:
The hospital reported that during a coronary artery bypass procedure using hs iii proximal seal system 4.3mm. Hospital always take off the safety before they fires the punch. They tried multiple times to get it to fire. They finally removed the punch from the patient and gave the punch a ¿slam¿ and it finally fired. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber: (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical usage and evidence of blood were observed on the grip of the cutter and at the aortic stop. The safety lock on the cutter was disengaged and the actuation button was fully pressed. The needle at the tip of the cutter appeared intact and showed no deformity. No visual defects were observed. Based on the returned condition of the device and the evaluation results, the reported failure "failure to fire" was not confirmed.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure using hs iii proximal seal system 4.3mm. Hospital always take off the safety before they fires the punch. They tried multiple times to get it to fire. They finally removed the punch from the patient and gave the punch a ¿slam¿ and it finally fired. A replacement device was used to complete the procedure. The hospital did not report any patient effects.